Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR report #: 1627487-2016-02689, 1627487-2016-02690 and 1627487-2016-02692. It was reported the patient experienced pinching and pulling sensation with stimulation on. As a result, two of the patient's leads were repositioned on (B)(6) 2016. Follow-up revealed the issue was resolved. The patient has four leads for off-label use. All four leads are being reported because it is unknown which two leads were repositioned.